Manufacturer narrative:
It was reported that "equipment failure resulting in procedural bleeding within an hour of procedure and need for return to procedure room running suture to tag two layers together and for adequate hemostasis". Due to this, application of silver nitrate and gel foam was applied. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Post operative bleeding.